Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the ipg pocket was revised on (B)(6) 2020 where a new pocket was made to address the issue.

Manufacturer narrative:
An ipg repositioning was reported to abbott. The patient's ipg pocket was causing discomfort. The patient's ipg pocket was repositioned, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section g3 - date received by manufacturer should have been nov 23, 2020 rather than nov 24, 2020 in the initial report.